Event description:
It was reported, the duodenovideoscope forceps elevator handle was not going up or down. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, non-reportable phenomena such as a worn-out angle wire, worn-out fe lever, damaged k-wire forceps, damaged k-wire, detached adhesive on the a-rubber, worn-out adhesive around the objective lens, and faulty parts were confirmed. The reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the device being faulty. The suggested event is detectable by handling the device in accordance with the following sections of the instructions for use: operation manual: 3.3 inspection of the endoscope: inspection of the forceps elevator mechanism. Operation manual: 3.8 inspection of the endoscopic system: inspection of the instrument channel and forceps elevator. Olympus will continue to monitor field performance for this device.